Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia above 300 mg/dl for several hours after a supply change, without device alarms and without signs of infusion set leakage or tubing bends; the user was confirmed to be using a 23" 6 mm infusion set and was advised to change the infusion set and insulin cartridge, after which glucose values trended down. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included user self-management without medical intervention, no assistance required, no ketone testing, and no backup therapy used. Investigation included troubleshooting and education with follow-up monitoring. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was hyperglycemia with cause unclear, and the device was considered to have operated within expected performance based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.